Event description:
Device item number was reported incorrectly. Device was reported as a dq8000 when device is actually a dq7000. Note: 96321b supplemental originally submitted as "38", 96321c supplemental originally submitted as "40". 96321d, this report, submitted as actual supplemental to "36". Please reference going forward.

Event description:
The customer was using the device and a patient had it at 28 while using fabric top bluehand electrodes 2" round. They were placed within 4-6 inches apart from each other. The electrodes were new at the time of the accident. The burns appeared immediately after treatment was completed. Burn lasted two weeks. They didn't seek any medical attention and no allergies were reported. The burn is approximately 1/2" size oval burn. The skin is flaky on the outer ring, light pink on outside of this, the inside then has a brown/red ring with a yellow color on the inside with a brown/red center. The user manual states "the use of accessories, transducers and cables than those specified, with the exception of transducers and cables sold by the manufacturer as replacement parts for internal components, may result in increased emissions or decreased immunity of the device. On page 10 of the manual under general precautions it states the following: use this device only with the leads, electrodes, and accessories recommended by the manufacturer. On page 32 of the manual under caution it states the following: connection of accessories other than the ones specified by the manufacturer can adversely affect the safety of the patient and correct functioning of the equipment, and is therefore not permitted. On page 46 under caution it states the following: always use the electrodes with ce mark, or are legally marketed in the us under 510(k) procedure. The 510(k) for the blue hand electrodes states they are otc electrodes, not clinical grade electrodes.